Event description:
It was reported that the lens was "spinning" in the eye. The lens was explanted and replaced with another lens during the same surgery.

Manufacturer narrative:
While the CT lucia 602 lenses are known for their rotational stability, certain anatomical or surgical factors can lead to instability. Factors such as improper alignment during insertion, insufficient or excessive ovd use, or variability in patient anatomy (e.g., a larger or more elastic capsular bag) could contribute to lens spinning. Surgical technique: the spinning of the lens could be related to the technique used during implantation. If improper technique or insufficient fixation of the haptics was employed, this could lead to lens movement. Patient-specific factors: the size and elasticity of the patient's capsular bag could also affect how well the lens remains stable after implantation. If the capsular bag is too large or lax, the iol may not stay in the intended position, leading to spinning. This is especially relevant for patients who may have had previous surgeries, larger-than-average eyes, or unique anatomical considerations. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.